Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used for a cervical spine procedure. The issue occurred intraoperatively. It was reported that the navigation system was turned on and kept showing "no signal". The medtronic representative thought the system was connected to a known good outlet. The issue occurred after anesthesia had been administered. The use of the navigation device was discontinued and the procedure was delayed. The product was replaced with a back-up one for the time being, and it was confirmed that the back-up product worked normally. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient information was refused to be provided by the site due to legal/confidential reasons. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used for a cervical spine procedure. The issue occurred intraoperatively. It was reported that the navigation system was not turned on and kept showing "no signal". The issue occurred after anesthesia had been administered. The use of the navigation device was discontinued and the procedure was postponed. The product was replaced with a back-up one for the time being, and it was confirmed that the back-up product worked normally. There was no reported impact on patient outcome.